Event description:
It was reported that device entrapment and coating issue occurred. The 99% stenosed target lesion was located in moderately tortuous and severely calcified superficial femoral artery. A 8cm poly tip v-18 control wire was advanced in combination with a non-boston scientific imaging catheter. However, during the procedure, the wire became stuck with the catheter. The physician commented that the long duration of the procedure may have caused clotting and damage to the coating. The procedure was completed with another of same device. There were no patient complications nor injuries reported.